Event description:
The scalpel blade reportedly broke during use. While making the first or second inital stabbing incision for an unspecified knee procedure, the blade broke at the area where it attaches to the blade handle. A portion of the wound had to be extended to retrieve the broken blade. The report source states there had been no unusual force or torque applied. They experienced another broken blade earlier that was not reported at the time of the event. The scrub tech thought maybe she hard torqued the blade while placing it on the handle, but had not noticed it; therefore, they did not report it. The event involved an unspecified foot surgery where the surgeon was sliding the blade along the length of a ligament without any unusual force of torque applied. The blade was easily retrieved without incident.

Manufacturer narrative:
We are expecting return of the used sample for evaluation. It has not yet been received. Once received and evaluated, the results will be sent in a follow-up medwatch report.